Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation did not flow as expected during a procedure. The case was able to be completed without harm to the patient.